Event description:
It was reported to ge that a patient's finger was pinched between the autobody contouring bracket mounting screw and the 90 degree head cable elbow that is on the detector mounting plate. The patient was reportedly too large for the standard straps that are provided with the table to hold the hands close to the body, therefore, the patient rested their hands behind the detector itself. The operator didn't notice the patient's fingers and lowered the detector, pinching the patient's finger. No other injuries or adverse events were reported.